Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table. During the technician's inspection, he found evidence of fluid intrusion within the power supply. The cmax surgical table is not under steris service agreement. The user facility is responsible for all maintenance activities. A steris account manager discussed the event with the user facility personnel. The user facility has opted to not repair the surgical table, the surgical table has been discarded. The cmax surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 rating, it is the user facility's responsibility to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the cmax surgical table. The cmax surgical table operator manual states (5-11), "sealing table covers whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." No additional issues have been reported.

Event description:
The user facility reported that their cmax surgical table caught fire. The user facility personnel extinguished the fire with a fire extinguisher. No report of injury.